Event description:
It was reported that the right ventricular (rv) lead displayed unstable and increased thresholds, high impedance and oversensing. The patient is pacemaker dependent and experienced syncope due to oversensing. The device was reprogrammed until the lead revision procedure. The lead was partially explanted (approximately 4 inches proximal) and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.